Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design.

Event description:
Complaint received regarding one 011-h2629, appx. 1.0 ml, pump with spiros, lot# unknown. Report states: during the administration of the qt, the drug (carboplatin) leaked through the extension cord, between the spiros. No unprotected chemo exposure reported and no adverse patient consequences reported.